Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Based on the manufacturing records review, historical complaint review, and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a myopic outcome after implantation of a z9002 intraocular lens (iol). The iol was explanted and replaced with another lens. Reportedly, patient outcome was fine with no other injury.